Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient indicated that she typically had low readings and was sensitive to insulin. At the time of the event the patient was sweating. She realized she needed to self-treat with milk or food. She lost consciousness before she was able to obtain milk to drink, or check her bg finger stick or cgm values. Her friends contacted emergency medical services. She regained consciousness at the hospital and treatment included IV dextrose. The patient remembered few details, except that her bg level stabilized quickly and she was discharged home less than 24 hours later. After the event she recovered, and at the time of the report she felt fine. Although the sensor was inserted in the arm, the patient did not remember the date of insertion or the exact date of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.